Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the left ventricular (rv) lead exhibited high capture threshold, high pacing impedance and the sensing feel across all vectors. Fluoroscopy confirmed the lv lead had dislodged. The lv lead was explanted and replaced. The patient remained stable throughout the procedure.